Event description:
Report received from the USA stating that the device was "overheating." The device was being used during operation. There was no patient or user injury reported. There was no additional information.

Manufacturer narrative:
The device has been received by anspach. The event was confirmed. The device was evaluated and the device exceeded the temperature limits. The temperatures were 118 and 119 degrees fahrenheit respectively. The temperature limit is 103 degrees fahrenheit. The most likely cause of the heat was excessive "white" grease in the gears. The grease was applies during initial assembly. If additional information is received, a supplemental report will be sent. (B)(4).